Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/pt contact lifescan (lfs) alleging that his onetouch ultra2 meter was displaying inaccurate erratic results. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the pt on (B)(6) 2010, to classify this case. The pt alleged that the product issue began at an unspecified time on (B)(6) 2010. The pt did not provide any subject meter readings when the alleged issue first occurred. On (B)(6) 2010, the patient reported blood glucose results of "208 mg/dl" at 3:30 pm and "140 mg/dl" at 4:00 pm with the subject meter. Had the readings been obtained within 20 minutes of each other, based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The cca documented that the pt manages his diabetes with insulin (no adjustments). The pt confirmed that the alleged issue did not cause him to change his usual diabetes routine. At approx 5:00 pm on (B)(6) 2010, the pt claimed that he felt "faint and fell to the floor." The pt stated that he did not check his blood glucose on any meter at the onset of his symptom. The pt was reportedly treated by a lay individual with orange juice. The pt stated that he felt better and went home afterwards. During the troubleshooting session, the cca verified that the pt tested his blood glucose from an approved sample site. Because the reported blood glucose readings were obtained from more than 20 minutes apart of each other, the cca determined that they could not be used as a valid comparison for meter precision. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): this complaint is being reported because the pt claims he obtained inaccurate erratic readings on the subject meter, felt faint and fell down, and required medical intervention from a lay individual for a condition suggestive of severe hypoglycemia after the alleged meter issue began.